Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with an endurant ii stent graft system in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2018. The endoanchors were being implanted to prevent neck dilation. The patient was noted to have proximal neck angulation of 65 degrees and suprarenal neck angulation of 38 degrees. There was no calcium or thrombus noted at the seal zone. It was reported during the index procedure, after the endurant ii stent graft system was implanted, a type ia endoleak was observed. It was reported that 8 endoanchors were implanted from the main body of the endograft to proximal neck. It was reported that the type ia endoleak was worsened after implantation of an endoanchor and although there was some improvement with use of a reliant balloon, the endoleak persisted. The event is unresolved. The investigator assessed the event as related to the aneurysm. The sponsor assessed the event as probably related to the procedure and possibly related to the endoanchor. It was reported that approximately 10 days post index procedure, it was noted that there was expansion of the aneurysm secondary to the type ia endoleak. The patient exhibited symptoms of lower abdominal, flank and shoulder pain for a few days. The patient was hospitalized for an additional emergency endovascular procedure with the implantation of an endurant cuff, bilateral renal chimney graft and a self-expanding bms to left renal artery distal to the chimney graft. This event was noted by the investigator as probably related to the index procedure and related to the aneurysm. The sponsor assessed it as probably related to the procedure, possibly related to the endoanchors and probably related to the aneurysm. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.